Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 06/2024).

Event description:
It was reported that during an angioplasty procedure in the common iliac artery, the device was allegedly unable to be inserted into the sheath. After that, the physician changed the sheath and attempted re-insert, then there was a strong resistance felt but the device was allegedly able to be inserted into the sheath. The procedure was completed without using another device. There was no reported patient injury.